Manufacturer narrative:
Concomitant product: 4396 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. High thresholds, intermittent capture and loss of capture were subsequently observed. The patient was reported to have become pale in color and experienced asystole and seizures. The lead was reprogrammed until it could be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.